Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse cultured the flow cell; results were not provided. The fse also replaced the sodium and chloride electrodes and system reagents. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
Customer reported that erroneously low sodium and chloride results were generated by the unicel dxc 800 synchron system. Quality controls were then run and the results were outside the laboratory's specifications. The specific number of events was not provided. The erroneous results were reported out of the laboratory. All samples run since the last calibration were retested and the results were within expectations; however, no amended reports were required for the results from this analyzer. There was no change to the patient's care or treatment and there are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.